Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed high pacing impedance on the right ventricular lead. The physician confirmed suspected lead fracture to be the cause of the out of range impedance. It was noted that the patient recently had a fall, which resulted in a dislocation of the left shoulder and corresponded to the impedance increase. The right ventricular lead was capped on (B)(6) 2020 and replaced with a new high voltage lead. The patient was in stable condition during and post procedure.